Event description:
According to the reporter, during transurethral ureteroscopy left renal pelvis laser lithotripsy. After a period of time during the surgery, the holmium laser machine malfunctioned and it was difficult to break up the stones resulting in prolonged surgery time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during transurethral ureteroscopy left renal pelvis laser lithotripsy. After a period of time during the surgery, the holmium laser machine malfunctioned and it was difficult to break up the stones. There was a malfunction in the connection between the surgical instrument and the machine. The cause of the malfunction was that the connecting instrument did not match the machine. Resulting in prolonged surgery time. The instrument is domestic surgical instrument and are non-medtronic device.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.